Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer report #6000032-2013-00186 for information on shocking with the previous devices. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), product type extension; product ID 3387-40, lot # l75648, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type implantable neurostimulator; product ID 7495-51, serial # (B)(4), product type extension; product ID 3387-40, lot # l75840, product type lead. (B)(4).